Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the flow sensor did not function as expected. The user reported that the tubing came off easily. The device was not changed out to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.